Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reported loss of therapeutic benefit; caller stated ins had worked great for a long time, but then stopped working. Caller stated they had tried reprogramming which did not resolve the issue. Additional information was received from the patient (pt). They reported that the device was no longer controlling their pain. They had no issues with the product. It worked great for 5 years and as their back became worse, it no longer controlled the pain. Pt noted they met with a medtronic rep to change their device so they could do MRI. During the meeting, they discussed the new batteries and getting greater programming options. Pt noted they met with the doctor and hcp agreed to change out the battery in the hope that it would help. The new battery has helped a limited amount. It does allow them to be mostly pain free at home. It does not control their overall pain, but they didn't expect it to with the condition of their back.

Manufacturer narrative:
Event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they believed the old battery couldn't be programmed to their new level of pain. Pt noted they had multiple back issues that couldn't be corrected with surgery. Pt reported the new battery and programs have helped the pain to a large degree but will never be able to completely control it. Old implant status unknown.